Event description:
It was reported the patient with this pacemaker device reported syncopal episode and pacemaker mediated tachycardia (pmt) episode was recorded. No ventricular events occurred and there were no out of range measurements. The presenting egm shows the device is operating as programmed. No adverse patient effects were reported. This product remains in-service.